Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was not a bsc patient.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.